Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance readings with systems and normal mode diagnostics tests. It was recommended to program the vns off and obtain x-rays. The pt had no known trauma, but did have a surgical procedure performed on (B)(6) 2011 in which electrocautery was used in the vicinity of the vns system. The pt later had attempted vns replacement surgery, however; high lead impedance was received with the resident lead and new generator. The surgeon elected not to replace the lead or generator at that time and no devices were explanted; the new generator was removed and returned to the MFR for analysis. The plan of care was to refer to another surgeon. The vns was left programmed off. As high lead impedance was still occurring after inserting the lead pin into the new generator, a lead fracture is suspected. Attempts for further info are in progress.